Event description:
Pt was revised to address a liner/head mismatch.

Manufacturer narrative:
The devices associated with this report were not returned. The report can be confirmed based on the product codes provided. Outer carton product labeling clearly identifies the head as 36mm in outer diameter. The outer carton labeling for the liner clearly identifies it as 40mm inner diameter. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The root cause is attributed to use error. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.